Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were not closing. A field service engineer (fse) identified that the auxiliary full height cubie drawer three was not locking properly and observed that the latch block screws were broken, causing the latch assembly and ejection spring to hang loose. The fse removed the damaged screws, reattached and secured the latch hard stop assembly along with the ejection spring, and further identified that the position sensor was faulty. The fse replaced the defective position sensor, restoring proper drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system multiple drawers were not closing. Customer tried to reboot, but issue was not resolved. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.